Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed possible reasons for this. Vector breakdown in office showed a superior vena cava coil issue. The field representative will reprogram right ventricular (rv) coil to device. This rv lead remains in service. No adverse patient effects were reported.